Event description:
The customer alleged that when the pt circuit became disconnected from the pt, the ventilator failed to give an audible alarm tone. The ventilator did have visual alarms illuminated. It is not known which alarms were activated. The customer had responded to the audible tone of a heart monitor that was also attached to the pt. The mallinckrodt customer support engineer (cse) inspected the device and was unable to duplicate the no alarm condition. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. It is not known if alarm silence may have been depressed. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.